Event description:
It was reported that the user experienced persistent hyperglycemia recorded at 400 mg/dl with the ilet displaying ¿high¿ for several hours and noted insulin leaking within the cartridge area during a supply change on an ilet pump with a cd infusion site; troubleshooting and education were completed, and a full supply change was performed. Customer care provided support that included guided troubleshooting and completion of a full supply and cartridge change. Investigation of this case revealed evidence consistent with a cartridge or connection leak leading to under-delivery prior to the supply change, with the device otherwise operating without alarm notifications. Symptoms included dry mouth consistent with hyperglycemia. Outcomes included no hospitalization and no alerts or alarms. It was concluded, based on previously established findings for similar reports, that the cause was user technique or assembly-related leakage at the cartridge interface.